Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6), (B)(6) 2018. Before use on patient: whilst scrub nurse was prepping for case, she tried to engage t handle onto canal finder. The hudson connection would not engage. We then opened another tray and used the t handle in that tray with no issues. After the case, jnj representative tried to connect t handle and found an issue with the hudson connector inside the t handle.

Manufacturer narrative:
(B)(4). No device was received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device was received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.